Manufacturer narrative:
Approximate age of device - 1 year, 10 months. The device was returned for analysis. Evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient had continued bacteremia associated with a pump pocket infection that began on (B)(6) 2018. There were no associated factors with the patient¿s condition contributing to the infection. The patient has no real symptoms, but a very swollen area over the left upper quadrant of abdomen just below the left breast; it was not a fluctuant mass but was blanchable. The patient was treated with antibiotics, aspiration and incision and drainage. Due to the infection, the patient was taken to the operating room for a pump exchange on (B)(6) 2018. Information from sus voluntary event report mw5078493: patient admitted on (B)(6) 2018 due to a concern for hm ii lvad pump thrombus as ldh 807. Hm ii controller history did not reveal high flows or powers. Heparin gtt initiated upon admission. Tte on (B)(6) 2018 showed an ef of 55-60% as well as a decompressed lv at 4.3 cm. Cardiac morphology CT performed on (B)(6) 2018 which showed no kinging or obstruction of flow. No evidence of a thrombus. Right heart catheterization performed on (B)(6) 2018 while lowering the vad speed to evaluate for possible pump explant-preserved ci but with an elevated pwp speed at 6000 rpm. Tee on (B)(6) 2018 showed no evidence of thrombus but severe mr. Ldh up to 1096 on (B)(6) 2018. Heparin gtt discontinued on (B)(6) 2018 and bivalirudin gtt initiated in attempt to lower the ldh. Ldh remained 900-1000, decision was made to take the patient to the operating room for a pump exchange. The patient was taken to the operating room on (B)(6) 2018. During the procedure, the surgeon noted a pump pocket infection which was localized. Decision was made to place the patient on ECMO, leave the chest open with IV antibiotics with a pump implant in a few days. The patient was taken back to the operating room on (B)(6) 2018. The pump pocket was clean. ECMO was decannulated and a heartmate 3 lvad was implanted. Surgery went well. The patient remains in the cvicu in critical but stable condition. Drainage positive for coag negative staph. Left chest wall abscess/hematoma.

Manufacturer narrative:
Thrombus was confirmed in the evaluation of the returned pump. Additionally, a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. The pump was returned assembled with the percutaneous lead (driveline) severed approximately 14 inches from the pump housing and the distal end was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was sutured in place around the outflow graft nut. Visual examination of the pump¿s blood-contacting surfaces upon disassembly revealed a large, red, non-laminated deposition between the outlet bearing and the stator blades. Its lack of concentric layering indicates that this deposition did not initially form in the outlet stator. Although the origin of this deposition could not be determined, its areas of denaturation and the contact marks observed at the distal end of the rotor suggest that it was present while the pump was supporting the patient. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Infection, hemolysis, and device thrombosis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Thrombus was confirmed in the evaluation of the returned pump. Additionally, a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. The pump was returned assembled with the percutaneous lead (driveline) severed approximately 14 inches from the pump housing and the distal end was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was sutured in place around the outflow graft nut. Visual examination of the pump¿s blood-contacting surfaces upon disassembly revealed a large, red, non-laminated deposition between the outlet bearing and the stator blades. Its lack of concentric layering indicates that this deposition did not initially form in the outlet stator. Although the origin of this deposition could not be determined, its areas of denaturation and the contact marks observed at the distal end of the rotor suggest that it was present while the pump was supporting the patient. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Infection, hemolysis, and device thrombosis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.